Manufacturer narrative:
Concomitant medical products: product ID: w3dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket erosion, the device eroded through the skin at the pocket. The implantable pulse generator (ipg) system was removed. Drain was used and a few days later a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.